Event description:
Pt reporting her backup pump she took off today (changed the battery after taking it off) showed a reservoir volume of 1ml and pump rate of 1 ml/24 hour, pt tried to change it to her current pump rate of 66 but it would not let her change it. Pt has never had this problem in the past with pumps, no other error message on the screen, no a/e experienced during this malfunction, patient is using back up pump with no issues, malfunctioning pump will be replaced with new pump, malfunctioning pump will be returned back to pharmacy. Sn (B)(4), exp date 02/15/2018. No further information known. Dose or amount: 20 ng/kg/min. Frequency: continuous infusion. Route: IV. Dates of use: from (B)(6)2017 to ongoing. Diagnosis or reason for use: pah.